Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to loss of capture (loc). This device was successfully replaced. Other than the procedure no additional adverse patient effects were reported. At this time this device has not been returned to boston scientific.